Event description:
Per the clinic, the patient experienced an infection, skin necrosis and skin breakdown at implant site and subsequently was treated with oral antibiotics for a duration of 2 weeks (specific date not reported). However, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on june 24, 2024.